Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported the device was not doing what it was supposed to. The patient had the device for fecal. The patient talked to the manufacturer representative about a month prior and the rep created a new program 3 and put the patient at 1.4v. The patient reported it worked beautifully until the day prior to report. The patient was at publix and had a bowel evacuation. The patient had increased program 3 from 1.4 to 1.7 volts the day prior. They patient reported it was not working and they were still having issues the day of the report. They were able to sync with their patient programmer on the call, it was on program 3 and they increased stimulation to 2.2v where they reported feeling it comfortably. The patient was instructed to give it a couple days and call back if they would like further assistance with adjusting. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported a sudden return of symptoms on (B)(6) 2019. There were no falls or traumas reported. The patient was on program 1 and had tried to increase stimulation, but that did not resolve the return of symptoms. The patient was walked through changing to program 2 at 2.5 where the patient could feel stimulation. The patient was redirected to their healthcare provider if their symptoms did not resolve. Patient stated they were leaving for a trip and they were hoping that their therapy benefit would return. They reported that they did not have a current healthcare provider, healthcare provider listings were sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they weren't aware of any circumstances that led to the sudden return of symptoms, they just began having leaking issues. They reported that a rep helped them reprogram to resolve the issue.